Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-04805. It was reported that patient experienced ineffective therapy. As a result, patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.